Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable neurostimulator 97716 intellis pain experienced tripping and falling at their place of occupation, followed by new pain located in the central low back, which was unrelated to baseline pain and away from the neurostimulator site. Imaging with x-ray showed that the right leads had dropped by one contact worth of space. The device was re-programmed, the patient expressed satisfaction, and the physician was notified. No deaths, infections, or other complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-aug-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.